Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the complaint history records shows no complaints for the same failure mode, with the same batch number. A clinical study documents were provided and reviewed. The assessment noted that a patient underwent a total knee surgery in (B)(6) 2016. Approx. 10 days later, he was readmitted to hospital due to pain. An aspiration was performed and joint infection was ruled out. They diagnosed a hematoma likely from post-operative bleeding. Three months later the patient underwent a manipulation under anesthesia for stiff knee likely due to inflammatory changes secondary to the hematoma. No further assessment is necessary at this time based on the information available. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was readmitted due to strong pain in knee. Patient was given medication.